Manufacturer narrative:
At this time, the product remains in field stock. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that prior to implant, this device recorded a code 1003; indicative of battery voltage too low for the projected remaining capacity. The device was not implanted and disk analysis was suggested. There was no patient involvement.